Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n244295002, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that a patient fell out of his wheelchair and was ¿slammed into the street curb,¿ breaking his jaw ¿about a year ago.¿ per the patient¿s mother, she believed the catheter was ¿also likely broken¿ during that event. The patient experienced increased spasticity at the catheter track. A catheter replacement was required (B)(6) 2015; there was a catheter break at the distal segment. The explanted segment was not returned for analysis because it was discarded by the customer. The patient was alive with no injury at the time of this report. The pump was used to infuse baclofen (unknown). Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).